Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. The medical records indicate that eleven years post implant of the bard flat mesh the patient showed preliminary signs of possible infection. At this time it is unknown to what extent if any the bard flat mesh may have caused or contributed to the possible infection. In regards to infection, the warning section of the instructions-for-use states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2004 - the patient was diagnosed with pelvic organ prolapse, cystocele, rectocele and incontinence. The patient underwent a two part procedure which included a total vaginal hysterectomy, sacrospinous ligament fixation using a non bard davol "microvasive" bone anchor system, cystocele repair using a pubovaginal sling with implant of a bard flat mesh, suprapubic catheter placement followed by cystoscopy. On (B)(6) 2006 - the patient was diagnosed with erosion of the bard flat mesh and underwent a partial explant of the flat mesh. Per the operative details "the mesh was grasped with the forceps and was excised in an elliptical fashion around it. A good inch of mesh (davol flat) was then exposed adequately, and the mesh was then removed." On (B)(6) 2013 - the patient had an md office exam and was noted to have a cystocele with exposed mesh. The patient had been using a pessary for prolapse management for several years. The patient underwent an in office cystoscopy with no abnormalities noted in the bladder. On (B)(6) 2015 - the patient had an md office exam with complaints of a vaginal bulge and vaginal itching with pinkish discharge. Per exam notes "mesh exposure was stable." On (B)(6) 2015 - the patient had an md office exam with complaints of burning, urgency and frequency with urination. The patient was catheterized to obtain urine sample. Urinalysis showed preliminary signs of possible infection and was treated with an oral antibiotic. The patient was recommended to follow up with her primary care physician regarding the pressure ulcer she developed from her pessary. On (B)(6) 2015 and (B)(6) 2016 - the patient had a routine pessary cleaning and during the exam it was noted, "exposed mesh stable with mild bleeding and irritation."